Event description:
Complainant alleged that during biomed testing, the device's display was distored and no clinical information could be seen. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.